Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left forearm artery. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 23 to 24 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.